Manufacturer narrative:
Additional information has been provided in a.2., a.3.a., b.2., b.3., b.5., b.6., b.7., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, cystoid macular edema was noted after surgery and erm. There was no further impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient was unhappy with vision. The lens was explanted and replaced with advanced technology intraocular lenses (atiol) in a secondary procedure. The clinical reason for explant was pseudophakia. Additional information was requested. There are four files associated with this report. This is 2 of 4.